Event description:
It was reported that the left ventricular lead exhibited unacceptable thresholds. The lead was explanted and replaced during a routine generator change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion breaching the ring electrode cable lumen at 81.7cm to 82.2 cm from connector pin and on the boot at 3.1 cm to 4.1 cm and 4.4 cm from connector pin.